Event description:
This companion external battery was not in use with a patient. A syncardia clinical support representative reported that a syncardia companion external battery would not charge beyond 80 percent despite attempts to charge it in two different clinical companion 2 drivers. This alleged failure mde poses a low risk to a patient because the issue was observed when the battery was not in use by a patient. In addition, the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. Companion 2 drivers have redundant power sources. The companion 2 external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.